Event description:
Report received of a tubing separation. The customer reported that the clinician was priming the IV set with an unspecified solution in preparation for an unspecified o.r. Procedure when the tubing separated from the y-site. The clinician obtained another identical set, and upon priming, it also separated at the y-site. A third set was obtained, and functioned as expected. There was no delay in the scheduled procedure. Though requested, no additional info was provided.